Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found between an air-eliminating 1.2 ¿m solution filter and a smallbore set. To resolve this issue, the filter was replaced with a new filter and the leak stopped. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.